Event description:
Information received indicates the ground reading is not correct.

Manufacturer narrative:
The technician found the ground wire was loose. He tightened the ground connection to repair the bed.